Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. The cause for failure was isolated to intermittent connection in the pulse wire connecting ECG "c" and "d" to the rear 2 therapy electrode. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.